Manufacturer narrative:
The returned cable was evaluated. During evaluation the device was left on with battery power and ac power. It remained for over 7 hours without interruption. No product performance issue identified, based on the investigation above, the customer complaint could not be duplicated. There is stress related damage on the ribbon cable from system to ui board.

Event description:
It was reported that the device cuts on and off its own. There was no known impact or consequence to patient.